Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. Manual manipulations were performed, and no measurement changes were noted. Previous data and x-ray were not able to be reviewed by technical services (ts). Ts recommended troubleshooting with command shock testing. This rv lead remains in-service. No adverse patient effects were reported.